Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was found to have delivered a monophasic pulse during testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was found to have delivered a monophasic pulse. During engineering evaluation, a misdirected pulse resulted in extensive damage which prevented further evaluation. The root cause fo the monophasic pulse is still under investigation. The root cause of the misdirected pulse cannot be positively identified. No adverse event resulted from the defective monitor.